Event description:
It was reported that, during a cori assisted tka procedure, upon connecting the real intelligence robotic drill and selecting unlock, they receive the message communication failure, which forces to quit the case. Surgery was resumed, without any delay, with a back-up device. Patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with internal exposure motor connectivity issues. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed, the drill was able to pass multiple kpc test and cases without error. The drill was taken apart for further investigation and the drill¿s exposure motor was tested. The exposure motor passed all tests and is functioning properly. The drill¿s wiring (including the thermistor wire) was tested and showed no issues. The drill is functioning as intended. An engineering review was completed. The reported problem was not confirmed. The exposure motor encoder was tested and found to be responsive. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaining nut. Cori-v1.4.3 has been validated on pp-181 rev d. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. This situation is captured in the cori risk assessment rf0017 rev u, risk ID h-0043: software failure/error which requires user to restart system or application with a residual severity of no harm and residual probability of frequent. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A CAPA, nc, hhe/pra, field action review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.